Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they he put on the insulin pump but it was not working because his blood glucose went over 600 mg/dl and then he went to change his site. Customer blood glucose value went high due to using insulin pump that had not been programmed. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose level with manual bolus. The pump will not be returned for analysis.